Manufacturer narrative:
It was reported that the inner sheath about 10cm was detached in the bile duct during removing the delivery after deployment. There were no patient complications as a result of this event. Few weeks later, patient died from (B)(6) insufficiency. According to device history records, there was no problem with that device. So it is difficult to judge fracture by device malfunction. Investigation was conducted after the product was returned to us. But it is impossible to return suspected inner sheath because it was inside patient's body and the patient was death. As a result of analysis of returned device, outer sheath was not detached, the stent was not returned. It was found that the curve near the stent loading. It was found that the detachment of the inner sheath, but it was not removed from the patient. Biliary structure where stent implanted is narrow and curvy. It can be hard to insert of delivery system caused by pressure generated depending on patient's lesion. If you try to insert it by force in this situation, inner sheath can be detached. However, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. It is stated on user manual by this firm in order to prevent these problems as follows. "It should be careful when removing the introducer system and guidewire after stent deployment. And if it is felt excessive resistance during removal of them, wait 3~5 minutes to allow further stent expansion. (Place the inner sheath back into the outer sheath as the original state prior to removal.)" It seems that outer sheath and inner sheath were bended/kinked due to patient's curved lesion and stenosis during stent deployment and in that situation removal of delivery system was tried by user; inner sheath was detached due to patient's lesion status and the complaint occurred. The reason that the surgeon had decided not to be conducted est is due to the patient had cholangitis and any symptoms was not occurred, and it regarded that that the inner sheath did not contribute to the cause of the death of the patient according to the surgeon's comments. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
It was reported that the inner sheath was detached during removing the delivery after deployment. The detached inner sheath is about 10cm and detached from the yellow marker and remained in the bile duct. The surgeon had tried to withdraw detached inner sheath by using cramp and snare. However, he could not be successful to remove detached inner sheath at that time since it was moving forward to far side of the bile duct. Since the patient was not conducted est due to cholangitis, the surgeon decided that not to conduct est to withdraw detached inner sheath at that time. Then if any symptoms will occur, est will be conducted. There was no resistance when he removed the delivery after deployment. (He found the inner sheath was detached when he tried to pull off the delivery to duodenal papilla slowly.) There were no patient complications as a result of this event. Additional e-mail from distributor: (B)(6) 2017: this case was occurred. On (B)(6) 2017: it was confirmed that detached inner sheath (about 10cm) was still remained in the same region as (B)(6). There were no patient complications as a result of this event at this time. On (B)(6) 2017: our sales rep have visited to the hospital again and it was reported that this patient was dead caused by (B)(6) insufficiency on (B)(6) 2017. The surgeon's comments: there was no change for patient conditions and the value of jaundice not changed but (B)(6) function was rising. Since the condition was not good before operation, the condition was not changed due to stent placement. Regarding the relation of remnant of detached inner sheath and death, he commented that there is no relationship because the patient was not good before operation and it was due to clinical deterioration.